Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include improper bone preparation and/or selection of incorrect screw size as well as poor patient bone condition. Per device directions for use, the effectiveness of the implant correlates directly to the quality of bone into which it is inserted. The dfu also states to use the appropriate arthrex drill to prepare the bone and measure the depth of the hole to determine the appropriate screw length. Also, post-operatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that there was a plate failure. Original surgery performed (B)(6) 2011. Patient had a low profile plating system inserted for an osteotomy that was performed about 1.5 cm distal to the tarso-metatarsal joint of her left foot. Patient had complained of pain in her left foot and consulted another surgeon for a second opinion. An x-ray was performed and showed a broken plate at the base of the first metatarsal but the screws were still intact. Revision to remove plate was on (B)(6) 2012. No new hardware was inserted. Bone biopsy was preformed with multiple cultures. The bone was rasped to smooth edges and the wound was irrigated. The tightrope used for the proximal phalanx was left in. Sterile dressing was placed, antibiotics were given after biopsy was taken. Patient was sent to recovery in stable condition.